Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch ligation with the hemopro device, it was noted that the silicon boot on the jaws appeared to peel back from the tip. No pieces became dislodged in the pt, so no retrieval was required. The device was removed before the silicon became completely dislodged. A new vh-3000 was used to complete the case. There was no harm or injury to the pt. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device and performed the investigation. A visual inspection revealed that the tip of the cold jaw silicon was peeling, but there were no pieces detached. Based upon the visual observation, the reported complaint "silicon boot peeled back" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to the reported failure mode. (B)(4).